Manufacturer narrative:
The (B)(6) 2022 calibration showed that calibration signal 1 was higher than expected and signal 2 was lower than expected. The qc recovery was within -2sd. The qc was acceptable. The alarm trace did not indicate any issues. The field applications specialist (fas) found a problem with the preanalytical phase. The fas noted residues and whole blood in the hitachi cup. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient sample tested on the cobas e411 rack. The initial result was reported to the physician. The initial result did not correlate with the patient's symptoms and a new sample as a control was obtained for processing. The difference in the results of the two samples prompted a rerun of the initial sample. The initial result of the initial sample in a hitachi cup at 7:25 am was 4.37 pg/ml. The result was interpreted as negative. The result of the new sample in the primary tube at 10:25 am was 99.80 pg/ml with a data flag. The result was interpreted as positive. The first repeat result at 10:32 am of the initial patient sample in a primary tube was 49.32 pg/ml with a data flag. The result was interpreted as positive. The second repeat result at 10:47 am of the same initial patient sample in a hitachi cup was 49.07 pg/ml with a data flag. The result was interpreted as positive. The reagent lot number is 59637200 with an expiration date of 31-mar-2023.